Event description:
On october 23, 2006, the lay user/pt contacted lifescan united kingdom alleging that a one touch ultra meter was not turning on. The pt initially called lifescan on october 23, 2006, to get help with coding the reported meter. While the pt was speaking to the customer care advocate (cca), the meter would not turn on. The pt stated that this power issue had occurred before. The pt mentioned that back in late september 2006, the alleged power issue had occurred. At the time of concern, the pt had unspecified "high" symptoms. The pt treated herself by drinking more water. It would have been helpful to know the following info: when the alleged power issue started, what specific "high" symptoms the pt had, when the symptoms developed, and what readings she got before and after the symptoms developed. In addition, it would have been helpful to know what actions the pt took to treat herself, if she sought/rec'd medical treatment, what her medication regimen is, if she changed or followed the regimen during the time of concern, when the symptoms were relieved, and if the self-treatment helped to relieve her symptoms. The pt changed the meter's battery according to the owner's manual. The alleged power issue was not resolved during troubleshooting. The meter was replaced. This complaint is being reported due to the following conclusion: the pt was unable to test with the reported meter and had "high" symptoms. The pt drank water to treat herself.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.